Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump keeps giving her problems. The device alarms no delivery a lot, and she thinks the issues is with the device. Customer was advised that no delivery alarm is a safety feature, to notify the device was not delivering insulin. Customer did not have time to troubleshoot and stated she will call back. Customer's blood glucose was 11 mmol/l. No further information provided.